Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the customer was unaware of how much insulin the cartridge had been filled with as the cartridge had been reused multiple times. Customer's blood glucose level was 189 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.